Event description:
Health professional reported that patient began having no restrictions with their lap-band device. After an upper gastrointestinal and esophagogastroduodenoscopy were done, the physician found the cause to be a lap-band erosion. The test findings showed that the band had eroded about 3/4 into the patient's stomach. The band has been explanted.

Manufacturer narrative:
Taper ii. (B) (4). Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required".